Event description:
It was reported that pump malfunction alarm occurred and was associated with malfunction code malf 0, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if any further malfunction occurred, which customer acknowledged and understood.